Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic parastomal hernia repair surgery, when securing the mesh, when the handle was squeezed, two tacks came out. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the timing was disengaged for the instrument. Three used sulus were received. One unfired sulu was returned. Functionally, the articulation knob functioned properly. The handle could be actuated and cycled properly with no sulu attached. The unfired sulu could not be loaded due to the disrupted timing of the device. It was reported that that there was a double index. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to excessive manipulation or to improper loading and/or unloading of the sulu (single use loading unit).the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is locked and loaded onto the instrument. Ensure the device is in reload mode, red toggle button exposed, and the device is in the straight (unarticulated) position. To load the device select the appropriate reload, then pull and hold the blue lock switch button, located on top of the instrument, in the back position. Insert the pin located at the distal end of the shaft into the reload. Ensure that the arrow on the shaft is aligned with the arrow on the reload. Push the reload onto the distal end of the shaft until the two arrows meet. Release the lock switch button allowing it to return to the forward position. Gently pull on the reload to confirm that the device is properly loaded. Remove the shipping wedge once the reload is properly locked and loaded. Push the left side of the toggle button to expose the red portion of the button and ensure that the device is in the straight (unarticulated) position. Pull and hold the blue lock switch button, located on top of the instrument, in the back position. Pull the reload off of the shaft of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.